Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. We considered that the user¿s understanding on device handling/reprocessing steps was different from recommendation by olympus. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported that the formalin was used in the reprocessing of gastrointestinal videoscope instead of the alcohol. The issue occurred during reprocessing of a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.